Event description:
It was reported that no alarm pages were received for a pt incident. A pt death was reported. Preliminary investigation of the statview log files show that arr suspend and leads fail alarms were provided at a system advisory level during the period in question. The statview log files indicate that the user acknowledged the arr suspend alarm.

Manufacturer narrative:
Ge healthcare reviewed the statview logs which showed that all the alarms broadcasted on the unity network for pt in bed 4klm/4501a between 19:11 in the evening, and 05:00 in the morning of the next day in 2008 were processed accordingly by the statview server, and were transmitted to the pagers assigned to this bed. The statview system worked within expected limits of normal operation.